Event description:
Event: contralateral pullwire stuck. Case details: it was reported that when attempting to deploy the contralateral limb, the guide wire became stuck. This was resolved by use of a balloon catheter to back up the contralateral limb system for deployment. Graft successfully implanted.